Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, when the right ventricular (rv) lead was removed from the sterile packaging the distal tip of the lead was bent at the sensing electrode. Lead manipulation was attempted but the bend was still present. The lead was not implanted and a different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal end/electrodes of the lead were bent.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.